Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. After review of the reportable complaints for maxi move no similar event was found, therefore this case is considered to be isolated event. Arjohuntleigh representative performed full examination of the device at the customer site. All the functions worked properly, including anti-crush system, emergency stop and up/down functions. The technician checked the mast-chassis assembly and found it to be slightly loose, just enough to detect it. This failure was fixed right away. Basing on the technician's judgement, it did not contribute the event, but yet caused the device to not be up to manufacturer's specification. The instruction for use (IFU), which was delivered with the device, clearly states how to operate the lift properly: it is explained that the resident should not be left unattended and there is a warning to take care not to lower the spreader bar onto the patient. When the caregiver notices that there is a risk of patient crushing, emergency stop button should be used. Although the resident should be supervised at all times during transfer, there is an anti-crush feature designed to prevent dangerous situations for the patient. It is described in the IFU. It was confirmed by an arjohuntleigh representative that the lift was fully operational during inspection after the event. Anti-crush system was checked and working. This feature should prevent occurrence of serious injury when the lift is lowered onto the resident. It is unknown why the resident got a laceration despite working anti-crush system. We can suspect, but with no certainty, that the resident moved herself when the jib was close to her head, increasing the force of the moving device. It is unknown what the behavior of the resident was during the transfer, as the caregiver that was involved in the incident would not allow interviewing her directly or providing statement as to what happened. As stated in the IFU, each patient should be assessed before using this device. From the received information and our evaluation as presented above and confirmed by the customer representative, user error cannot be ruled out as not paying attention of the spreader bar position and the resident behavior during lowering the lift most likely contributed to the reported event. The received information and our evaluation as described above are showing that if maxi move's handling procedures were followed in accordance to instruction for use, there would be no patient or caregiver at risk. We find this complaint to be reportable to the competent authorities because the serious injury occurred. The device was not up to manufacturer's specification at the time of the event. It was being used for patient handling and likely due to use error contributed to the outcome of the event.

Event description:
Arjohuntleigh has received a customer complaint where it was reported that a resident was being transferred from bed to chair using maxi move passive lift. While the certified nurse assistant was lowering resident to the chair, she did not stop lowering the lift and the device's t-bar assembly lowered on top of resident's head causing laceration. It is believed the staff was not paying attention during the lowering process. The resident was taken to the hospital, where received about 2 staples for 2 1/2 laceration on the top of the head.